Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the patient with this pacemaker sought assistance with device support in a country outside the united states. Information was later received that this device was explanted and replaced with a non-boston scientific device due to concerns of premature battery depletion (pbd). The device had reached end of life (eol) status and could not be interrogated. It was noted the device was replaced in the united states with a manufacturer that had device support in the anticipated country of residence for this patient. This device was later returned and analyzed. No additional adverse patient effects were reported.